Event description:
A malfunction alarm was reported, identified by the code "malf 0". There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed to continue using the pump and advised to reach out if the malfunction code appeared again.